Event description:
This is 2 of 2 reports for complaint (B)(4).

Event description:
A tfn implant was used in a hip fracture procedure on (B)(6) 2012. The surgeon was placing the helical blade through the nail and the blade would not advance. The blade became lodged in the nail. The surgeon removed the nail and replaced it with a long tfn and blade. Procedure was completed with no further problems and there was no harm to the patient. This is 2 of 2 reports for this event.

Manufacturer narrative:
Date of implant was reported as (B)(6) 2012. This is incorrect as the device was removed during the same procedure due to the event. A product development event evaluation was performed by the product development engineer and it was reported: the returned tfn has a helical blade inserted in it. The locking tab is deployed and bent and approximately 5mm of the tab is protruding from the nail and wedged in between the tfn wall and the helical blade. The design is adequate for its intended use and did not contribute to this complaint condition. During this evaluation, the locking screw was removed from the returned tfn. The locking tab sheared off the locking mechanism and is wedged in between the tfn wall and the inserted helical blade. The helical blade could not be removed from the tfn during this evaluation. Because the returned tfn was reprocessed at the hospital, it can not be definitively determined exactly when the locking mechanism was deployed enough to prevent proper engagement with the helical blade. Therefore, this evaluation is invalid from a design perspective. Further a manufacturing evaluation was also performed and the report states the following: this manufacturing investigation is being performed as part of stock evaluation (B)(4). This complaint is being reviewed to confirm that the product is within all final specifications. Product was investigated to the latest design specifications via inspection sheets ns063378 and 456fi301e. The damage to the pocket feature prevents measurement of w4, l5, w3 and h1. Since all features relevant to the complaint condition cannot be measured, the complaint is indeterminate. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The returned tfn has a helical blade inserted in it. The locking tab is deployed and bent and approximately 5mm of the tab is protruding from the nail and wedged in between the tfn wall and the helical blade. The design is adequate for its intended use and did not contribute to this complaint condition. During this evaluation, the locking screw was removed from the returned tfn. The locking tab sheared off the locking mechanism and is wedged in between the tfn wall and the inserted helical blade. The helical blade could not be removed from the tfn during this evaluation. Because the returned tfn was reprocessed at the hospital, it can not be definitively determined exactly when the locking mechanism was deployed enough to prevent proper engagement with the helical blade. The migration of the locking mechanism may have been set incorrectly during manufacture or migrated during reprocessing. Neither can be confirmed during this evaluation. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.